Event description:
It was reported that the atrial leads bipolar impedance is greater than 9,999 ohms; unipolar impedance was 400 ohms and the p-waves were more than 2.8 mv. The lead remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.